Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating a manufacturer representative tested the axiem box on the day of the complaint and was unable to recreate the reported issue. It was noted when plugging and unplugging both sides of the axiem box from the navigation system and instrument trackers, everything successfully reconnected and communicated.

Manufacturer narrative:
Site has not accepted service for this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the axiem box was not working. The site used another medtronic navigation system to complete the procedure. This issue occurred intraoperatively and caused a 40-minute surgical delay. There was no reported impact on patient outcome.